Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned lag screw removal wrench indicated that the long retaining screw's threads are damaged, potentially causing connection issues. The long barrel guide was not returned. A review of complaint history on the listed part revealed no prior complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the device did not remove the lag screw.